Event description:
It was reported that the colonovideoscope had a 10f gold probe that became stuck in the channel. The scope could not be cleaned, as the brush was unable to pass through. The issue was identified during a diagnostic colonoscopy procedure under sedation. The procedure was completed using a olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.